Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, following dinner, the patient¿s cgm displayed glucose values ranging from 100-200 mg/dl with an upward trend. The patient administered his usual mealtime insulin dose and was using a tandem insulin pump at the time. A few minutes later, the sensor failed. The patient reported not having a glucometer available for backup glucose monitoring. Approximately 30-40 minutes after the sensor failure, the patient began to feel unwell and experienced vomiting, headache, abdominal discomfort, and generalized malaise. The patient¿s wife transported him to the emergency room (ER) for evaluation. At the ER, a blood glucose (bg) meter reading indicated a level of greater than 600 mg/dl, and the patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with an intravenous (IV) insulin infusion. The patient was discharged after two days of hospitalization. At the time of reporting, the patient indicated he was doing well. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.